Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one to two hours of intra-aortic balloon (iab) therapy, it was not possible to measure the arterial pressure even though a blood pressure transducer was installed in the central lumen. Because it was used in combination with percutaneous cardiopulmonary support (pcps), the patient's blood pressure could not be obtained. It was noted that the console generated an unable to update timing alarm and a no pressure trigger alarm. The iab was used with electrocardiogram trigger and arterial pressure input from radial. It was noted that the provided sheath was inserted using the attached 0.025 guidewire, and there was no insertion resistance or other problems. There was no problem with the insertion angle of the sheath, and after removing the guidewire, the central lumen was flushed. There were no kinks found. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a